Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient experienced unexpected trauma and as a result had ineffective stimulation. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.